Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set had cracks in its tubing. This was identified during patient infusion of intradialytic parenteral nutrition (idpn) using a flo-gard infusion pump. The reporter stated that there was no leak. The section of tubing with cracks was inside of the pump. The reporter stated that the cracks then caused bubbles to appear in the tubing. The reporter stated that there was nothing unusual observed with the solution sets prior to use. There was no patient injury or medical intervention reported. Additional information was requested and is not available. This is report 2 of 3.